Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates after filling the cartridge with over 300 units. The customer successfully reloaded the cartridges. The customer's blood glucose level was 140 mg/dl. The customer acknowledged that the events may be related to use error as over 300 units were loaded.